Manufacturer narrative:
Three samples were returned. Two samples were not returned. There were two cases with a method code of device not returned, a results code of no findings available, and a conclusion code of cause not established. There were two cases with a method code of testing of actual/suspected device, a results code of operational problem identified, and a conclusion code of cause not established. There were two cases with a method code of testing of actual/suspected device, a results code of no device problem found, and a conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes 5 malfunction reports of preloaded intraocular lens (iol) delivery system damaging another device. The reported patient ages range from unknown to 66 years. There were three female patients, and two unknown gender.

Manufacturer narrative:
Updated investigation findings report: there was one case with a method code of device not returned. There was one case with a method code of incomplete device returned. There were four cases with a method code of testing of actual/suspected device. There were two cases with a results code of no findings available. There were two cases with a results code of operational problem identified. There were two cases with a results code of no device problem found. There were four cases with a conclusion code of cause not established. There were two cases with a conclusion code of cause cannot be traced to device. The manufacturer internal reference number is: (B)(4).